Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and a non-qualified viscoelastic. The product investigation could not identify a root cause. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Follow up attempts were made regarding the planned explant and replacement lens. At this point, no further information available at this time. The file will be reopened if additional information is provided. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient was dissatisfied with quality of vision and contrast sensitivity. Additional information has been requested, received and stated the lens exchange went well, but due to concern that posterior capsule was not intact, the physician ended up placing another company lens in the sulcus.